Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where an additional potential adverse event was confirmed where: server plug in (z-block) had foreign objects. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that, during reprocessing, on (B)(6) 2025 the duodenovideoscope tested positive for 13 colony forming units (cfus) of bacillus species, micrococcus luteus/lylae, peribacillus sp, and 3 colony forming units (cfus) of enterococcus faecium. The device was retested on (B)(6) 2025, and it tested positive for 8 cfus of sphingomonas paucimobilis, fictibacillus halophilus, peribacillus sp, and psychrobacillus sp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.